Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 25mm 3300tfx aortic valve was explanted after an implant duration of 9 years, 10 months due to unknown reason. The explanted device was replaced with a 25mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry and investigation that a 25mm 3300tfx aortic valve was explanted after an implant duration of 9 years, 10 months due to calcification and aortic insufficiency. The explanted device was replaced with a 25mm 11500a aortic valve. Hospital pathology report: gross exam of prosthetic aortic valve, included findings of aggregate of ragged, irregularly shaped, tan-yellow, partially calcified fragments of tissue. Final diagnosis, valve leaflets with calcification and acute inflammation.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6 (device code(s), type of investigation)

Event description:
It was learned through implant patient registry and investigation that a 25mm 3300tfx aortic valve was explanted after an implant duration of 9 years, 10 months due to calcification and aortic insufficiency. The explanted device was replaced with a 25mm 11500a aortic valve. Hospital pathology report with final diagnosis of valve leaflets with calcification and acute inflammation. Gross exam of prosthetic aortic valve included findings of aggregate of ragged, irregularly shaped, tan-yellow, partially calcified fragments of tissue.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, d9, g3, g6, h2, h3, h6 (investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not suspected or confirmed through investigation, no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. H3: evaluation summary: customer report of calcification was confirmed. Report of aortic insufficiency was unable to confirm through visual observations. X-ray demonstrated metal band was pushed outward around leaflet 2. X-ray also demonstrated minimal calcification on leaflets 1 and 2 and commissure 2 bent outwards. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6 mm on leaflet 2 at the inflow aspect and approximately 2 mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at the inflow and outflow aspect. Leaflets were observed to be thickened and swollen on the free margins of all three leaflets near the commissures. Leaflet 1 had a 2 mm tear near commissure 1. Calcification was evident at the tear. Leaflet 2 had a non-transmural cut approximately 8 mm long on the outflow surface. Edges of the cut were smooth and straight and appeared to match up. Wireform was exposed at commissures 1 and 2. Sewing ring was cut around leaflet 2 and commissure 2. H11: corrected data: h6 (component code, type of investigation).